Manufacturer narrative:
(B)(4). The patient was reported to be stable following correction of the arterial injury. No product malfunction has been alleged related to this event. The explanted plate and lock nuts were discarded. The bolt remains implanted at this time. It was reported that during the initial surgery fluoroscopy was not used to verify the position of the lateral plate; the revision surgery was undertaken to correct plate positioning. The seroma and osteolysis/bone weakening noted during revision was believed by the surgeon to be a result of the use of (B)(4) compound. No cultures were made of the serous fluid to rule out infection. Further revision may occur if the patient exhibits right-sided radicular symptoms. Review of labeling notes multiple references to verification of positioning instrumentation and implant placement to minimize the probability of malpositioned constructs. A subsequent report will be made when additional relevant information becomes available.

Event description:
An xlif procedure was performed on (B)(6) 2011 at the l2-l4 spine levels utilizing a lateral plate/bolts and rh-bmp2. Bone quality was noted to be good. The lateral plate was reportedly angled in a manner that impinged on the foramen and produced post-operative left radicular symptoms. Revision performed on (B)(6) 2011 was considered necessary to correct the plate placement to relieve reported symptoms. During revision a seroma was noted. The lateral plate and lock nuts were removed. While attempting to remove the bolts, the l3 vertebral body yielded in a manner that resulted in the bolt piercing the right segmental artery. The patient was stabilized and the revision surgery was halted pending patient recovery. Further revision may be performed if symptoms continue.